Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remains implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and two (2) ovation ix iliac limbs; this is an off-label initial implant due to non-compatible use of afx with ovation devices. Approximately one and a half (1.5) years post initial procedure, the patient presented at routine follow-up with an enlarged left iliac aneurysm (unknown diameter) but no visible endoleak as detected per CT (computed tomography) scan. The physician elected to treat the patient by implanting an additional ovation ix iliac limb on (B)(6) 2020. The patient is reportedly doing well and in stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported event or the left common iliac artery sac growth of 3mm was confirmed. The event is most likely user related as the use of ovation limbs with an afx2 bifurcated stent graft is off label (concomitant product use condition); additionally, the absence of an aortic aneurysm is an off-label condition. Procedure related harms for this event could not be determined. The final patient status was reported to be stable. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.